Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The size of the laa was noted to be 19mm and the patient's volume status/hydration status was good. The compression was in range and the release criteria were met, so a 24mm watchman ® laa closure device was successfully implanted. About two weeks post procedure, the patient experienced leg pain. It was noticed that the closure device embolized to the iliac bifurcation. The closure device was removed from the patient through a sheath and the leg pain resolved. The patient is currently stable.